Manufacturer narrative:
(B)(4).

Event description:
It was reported that before device change-out due to eri, low r-wave amplitude measurements were observed. Lead was capped and replaced. Patient's condition was good.